Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the patient came to an unscheduled follow-up due to thoracal pain and dizziness. Exit block in the ventricular channel was observed. Sensing and impedance were in normal range and comparable to the measurements during implantation. Via echo examination (pictures not available), lead tip dislocation was suspected, but it could not be confirmed by subsequent examination via x-ray. A re-intervention was scheduled for 08 may 2021 and the lead was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient came to an unscheduled follow-up due to thoracal pain and dizziness. Exit block in the ventricular channel was observed. Sensing and impedance were in normal range and comparable to the measurements during implantation. Via echo examination (pictures not available), lead tip dislocation was suspected, but it could not be confirmed by subsequent examination via x-ray. A re-intervention was scheduled for (B)(6) 2021 and the lead was explanted.